Event description:
The customer observed falsely decreased wbc counts. The customer indicated they have observed initial results of 0.5 k/ul and when repeated on a different instrument a result of 4.5 k/ul has been generated. There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of customer data, a search for similar complaints and a review of labeling. The customer provided data indicated that the wbc parameters generated flag alerts to indicate to the instrument operator that further evaluation of the patient sample should be completed. This event appears to be sample specific. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the cell-dyn ruby analyzer, list number 08h67, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).